Event description:
A customer reported to beckman coulter inc. (Bec) that erroneously elevated vitamin b12 results were intermittently generated by unicel dxi 800 access immunoassay system for qc and multiple patients. One lot of access vitamin b12 reagent was used on two different unicel dxi 800 instruments. This report documents the event on one of the two instruments, serial number (B)(4) on (B)(6) 2012. The related events are documented in the below listed mdrs: 2122870-2012-00226, 2122870-2012-00228. The patient results were not reported out of the laboratory. After recalibration, the customer obtained qc results within their established ranges and patient results that better matched clinical presentation. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. Unicel dxi 800 access immunoassay system: catalogue number 973100, serial number (B)(4), date of manufacture 08/12/2011. Product code jje, analyzer, chemistry (photometric, discrete), for clinical use 510(k) k023764.

Manufacturer narrative:
The supplied data shows that the calibrations were passing, but rlu (relative light units) values were extremely suppressed compared to release data. No further supporting documents for this event were supplied. Service was not dispatched for this event.